Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 2.75 x 20 synergy drug-eluting stent was selected for treatment. However, crossing difficulties were encountered. Upon further inspection, it was noted that the distal part of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported.